Event description:
It was reported the lead was explanted due to high impedance as a result of an insulation anomaly.

Manufacturer narrative:
Analysis found that the lead exhibited normal electrical characteristics. Abrasion marks were observed on the outer insulation at 9, 10, and 11 cm from the lead tip. The lead was positioned in an area passing the tricuspid valve. The damage is believed to be caused over time by the closing of the valve. Dried body fluid inside the header, the inner insulation and coil prevented proper distal coil rotation, resulting in an overtorque condition.